Manufacturer narrative:
The returned journey uni tibial base was examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. Under magnification, the likely site of origination for the fracture was from the edge where the cement groove and pad meet. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The abrasive wear was likely due to the presence of third body particles such as bone, bone cement, and metal that would have been generated after fracture of the tibial tray. The insert was deformed into a u-shape due to the loss of tibial tray support. The femoral component has scratches on the sides and condyle that likely occurred during removal process. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the middle of the tray at the edge where the cement groove and pad meet.

Event description:
A revision surgery was required due to a broken base plate.

Manufacturer narrative:
.